Event description:
Customer called to report that fluid from the closed tube aliquotter (cta) overflow bottle of the unicel dxc 600i synchron access clinical system overflowed from the bottle and onto the floor. The customer technical specialist assisted customer with troubleshooting the instrument by advising customer to check the peripump drain to ensure that its clamp was securely connected. On the same day, the field service engineer (fse) inspected the instrument and replaced the check valve. The fse determined that this resolved the leak issue. The fse also verified instrument performance to ensure that the services performed effectively the cta leak issue. Customer stated that no one slipped on the spill or was harmed in any way as a result of the leak.

Manufacturer narrative:
(B)(4).